Event description:
On (B)(6) 2025, the beta bionics ilet user reported sustained high blood glucose for 24 hours, with a reading of 281 mg/dl. The ilet provided high alerts. A full supply change was performed, after which insulin delivery resumed. Blood glucose subsequently returned to range later that day, documented at 176 mg/dl. No symptoms were reported, no medical intervention was required, and family assisted with tightening the connector.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.